Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured and was removed using only normal method without any problem. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.